Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2316-70. Serial: (B)(4). Batch: 5061250.

Event description:
It was reported that the patient experienced inadequate stimulation due to migration of one of the two leads. Imaging was performed that confirmed lead migration. The patient underwent a lead revision procedure in which the two existing leads were explanted and replaced with one new lead. During the procedure it was noted that one of the leads exhibited potential damage that may have been associated with scar tissue and was difficult to explant, therefore the physician elected to replace the lead. Only one new lead was implanted due to difficulty placing the lead into the epidural space. The procedure was completed successfully. The explanted leads were disposed of and will not be returned for analysis.